Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. See attachment. The photo investigation was not able to identify any visual issue, additionally a functional allegation cannot be confirmed with the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed. As the observed condition of the [unknown screws] would not contribute to the complained device issue.  Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the surgeon was using medium 2 hole switchplate with conduit lateral interbody at l3-4 disc space and placing second 36mm screw when switchplate disengaged from interbody. Surgeon attached plate to interbody as prescribed in technique guide, making sure to leave interbody ¿proud¿ for easier attachment, and confirmed switchplate was locked and attached to interbody prior to disengagement. Awl with variable angle guide was used for screw pathway preparation. Fluoro showed no gaps between plate and interbody interface as well. After removing plate from incision site, tech was unable to dislodge first 36mm screw from plate even though cam-loc had not yet been tightened. This resulted in the plate and screws being wasted and another medium two hole plate being opened with two new 36mm being used. Surgeon then reattached new plate to interbody, which was now fully in disc space, and was successfully able to reattach plate to interbody and lock into place according to recommended steps in technique guide. Surgeon then used awl with variable angle guide to make new screw trajectory for 36mm caudal screw. As he inserted the caudal screw, the plate disengaged from the interbody again. At this point, surgeon decided to use switchplate freestanding from interbody and unattached to interbody. He used two 36mm screws and locked all cam loc mechanisms. The failure of the plate-interbody locking interface led to increased blood loss and caused approximately 20 minutes of added surgical time. The procedure successfully completed. This report is for one (1) unknown screws. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - screws: /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer. Review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.